Event description:
The customer reported that her olympus hd camera head was not displaying an image during procedure preparation. The initial reporter was able to confirm the completion of the procedure, but could not provide details for how nor for the patient's overall outcome.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was not confirmed. The unit was tested and the image was present. However, the unit did fail the leak test due to a puncture in the cabling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.